Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3875 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported malfunction leakage from proximal catheter. Distal portion removed in aemodinamic department. No other information was provided.